Event description:
It was reported that the patient presented for follow-up after the device was found to be pacing vvi65 at a telephone check. The patient noticed a change in pacing and complained of "not feeling well." The reason for the device reset is unknown. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient presented for follow-up after the device was found to be pacing vvi65 at a telephone check. The patient noticed a change in pacing and complained of "not feeling well." The reason for the device reset is unknown. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The device is part of the advisory for this model. Battery depletion-normal. Other: it was reported that the patient presented for follow-up after the device was found to be pacing vvi65 at a telephone check. The patient noticed a change in pacing and complained of "not feeling well." The reason for the device reset is unknown. The device was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: battery, end of life - expected, device evaluated and alleged failure could not be duplicated.